Manufacturer narrative:
(B)(4). Malformed clip, advancer bypass. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one clip was malformed due to an advancer bypass and 4 clips were conforming according to our manufacturing specifications. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon fired several times without any problems but after some firing he couldn't activate the ligamax anymore. No further clips where coming out, there should be several remaining clips in the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.